Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Repair is currently pending due to the customer not having the device with them at the time of the call for checking.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the customer or hospital resolved the reported issue by replacing the screen themselves and the ventilator is back in service.